Manufacturer narrative:
The complaint investigation has come to a reasonable conclusion that the event is no longer reportable. The event is no longer reportable due to the customer has confirmed that the defective nav ring was identified as a defect on arrival (defoa). There was no delay to patient therapy, and therefore the malfunction does not have the potential to result in death or serious injury.

Manufacturer narrative:
Date of report: 01jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device's navigational ring was not functioning. There was no patient involvement at that time the issue was discovered. There was no patient or user harm reported.